Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a female patient, initials unknown, with gonarthrosis. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with first synvisc (hylan gf-20) injection of first course at a dose of 02 ml, (route and frequency not provided) into an unspecified location. The lot number for synvisc was not provided. Later on an unspecified date, the patient received second synvisc injection. On an unknown date (after second synvisc injection), the patient had joint fluid retention. Arthrocentesis was performed and 50 ml of joint fluid was collected which was cloudy yellow in color. The action taken with synvisc treatment was not provided. At the time of the report, the patient had not yet recovered from the event. Concomitant medications were not provided. The intensity of the event was not provided. The reporting physician assessed the casual relationship between synvisc and the event as definitely related.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review was not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.